Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs- linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4) , batch: 20118116/20217334/20217334.

Event description:
It was reported that the patient was admitted due to intolerable amounts of pain and was reprogrammed but nothing was targeting the pain areas. The patient underwent a procedure wherein the ipg and leads were replaced, and was doing well postoperatively. The explanted ipg and percutaneous leads were discarded.